Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure.

Event description:
It was reported the procedure was to treat a moderately calcified lesion in the superficial femoral artery (sfa). The 6.0 x 200 mm armada 18 balloon catheter was advanced to the target lesion for pre-dilatation and was inflated and deflated successfully. The device was withdrawn without issues from the patient anatomy. The 7.0 x 150 mm armada 35 was advanced to the target lesion for additional pre-dilatation; however, the balloon ruptured at 8 atmospheres during the first inflation. The armada 18 balloon was to be used for post dilatation; however, it could not be re-inserted into the sheath due to the balloon folds. A new armada balloon catheter was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.